Manufacturer narrative:
Examination of the returned device confirms the reported event of thread damage. Based on the thread damage on the returned device, the root cause is attributed to misuse. Based on the root cause of misuse, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon felt that the threaded inserter cross-threaded when screwed into the hip stem.